Event description:
A respiratory therapist had difficulty in completing an operational verification of an oscillator vent prior to use. The vent would not pressurize fully during a calibration step. Eventually the fault was determined to be in the white "diaphragm caps" attached to the breathing circuit. Replacement caps were obtained from stock, which also failed. Only when caps were taken from another vent already prepared for use was the calibration successful.the manufacturer was contacted, and they admitted that problems had been found with the blue inner diaphragm of some caps, although specific lot numbers were not identified. We had received no notice of that problem until we called. Our lot number has been pulled from stock, and MFR is shipping replacements.a similar problem occurred previously in may of 2012. At that time, the manufacturer admitted sporadic problems with the caps, but could not identify any specific lot numbers.we think there should have been notification to users of potential problems with these caps. We should not have had to learn of the problem by calling the manufacturer about our experience.the manufacturer has confirmed a problem in molding or other processes involving the blue inner diaphragm of some of these caps, but specific lot numbers were not identified.